Event description:
This case was initially received via regulatory authority ((B)(6) - heath authorities in (B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("permanent diffused pain on back and neck") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain (seriousness criterion medically significant), neck pain ("permanent diffused pain on back and neck"), tendonitis ("tendonitis"), pain ("diffused pain all over the body"), fatigue ("perpetual fatigue"), depressed mood ("depressive feeling") and groin pain ("groin pain every day"). At the time of the report, the back pain, neck pain, tendonitis, pain, fatigue, depressed mood and groin pain outcome was unknown. The reporter provided no causality assessment for back pain, depressed mood, fatigue, groin pain, neck pain, pain and tendonitis with essure. The reporter commented: several examinations were performed and did not explain all these pains which did not stop with any treatment. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.